Manufacturer narrative:
This report has been identified as b.braun (B)(4) internal report (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial number (B)(4). The device was programmed with software version (B)(4). Based on the log files, a flow deviation, or a mishandling by user could be not comprehended. The adjusted vtbi was successfully delivered. The complaint could not be confirmed. Due the investigation of the history log files, no flow deviation could be detected. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: date: (B)(6) 2020. Therapy started: 1550 hours; ended 1752 hours. Medication: cpt-11 (irinotecan). Route: IV. Rate: 198ml/hr. Vtbi: 330ml. Consumables: infusomat spaceline art no: 8700036sp, IV plug-introcan safety 3 (size 22g) was inserted into cephalic vein, near to the thumb area. IV cpt-11 started at 1551hours. At 1749hours, nurses attended to pump as high-pressure alarm (occlusion towards patient's access). Nurse noticed there's remaining 1/3 of IV irinotecan in the bag. She decided to change to another infusomat spacepump and IV irinotecan completed in 30mins, approx. 100mls based on rate 198ml/hr uneventful.